Event description:
A report was received that stated, prior to patient use, an endobronchial tube cuff did not fully deflate. There was no patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. The reported defect could not be detected on the returned sample.(B)(4).